Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced pain after wearing the spinal pak device once for treatment. The patient received unit (B)(6) 2021. The patient rated the pain as a 9 on a scale of 1 to 10, with 10 being the highest. He says that the pain is in his lower back. The patient wore the device to treat l4-l5. He has not increased his daily activities. The patient states he will be seeing his doctor and would call back with update. It was reported that no further information is available.

Event description:
It was reported by the patient that after wearing unit once he was in pain. Patient received unit (B)(6) 2021 pain level is 9, pain is in his lower back. Treating l4-l5. States he has not increased his daily activities states he will be seeing his doctor tomorrow will call back with update. No additional patient consequences have been reported. The spinalpak was not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.